Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the plastic part of the scissors (where it is turning) is rubbing of. No patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, nothing fell into cavity, no reinforcement material used. They took a new product.